Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (product code: enc452812, lot number: 9633177) was impeded in microcatheter hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31634751) and could not be pushed into the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched new devices to complete the procedure. There was no patient injury reported. Additional event information received on 08-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. Flushing was used during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. One photo is attached to the complaint file. The image captures the luer hub connected to a valve, partially protruding from inside the luer hub, the stent can be seen partially expanded and detached. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x28mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was detached and compacted in the luer hub of the associated microcatheter, along with enterprise¿s introducer. The stent was retrieved and the positioning coil of the delivery wire was found broken and tangled with the stent. One end of the stent was severely bent and compacted. A device history record (DHR) was performed, and no internal actions were identified. Although the detached stent prevented functional testing for the impeded condition reported, the customer complaint is confirmed based on the damaged delivery wire and bent stent. It is possible that in an effort to overcome the impeded condition reported, excessive force was inadvertently applied during the advancement of the device which ultimately led to the damage found in the delivery wire and stent, and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref # (B)(4).. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. One photo is attached to the complaint file. The image captures the luer hub connected to a valve, partially protruding from inside the luer hub, the stent can be seen partially expanded and detached. No other damage was observed. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 9633177. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. The issue regarding stent being impeded in microcatheter hub cannot be evaluated based only on the available image. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endovascular embolization, a 4.5x28mm enterprise vascular reconstruction device (product code: enc452812, lot number: 9633177) was impeded in microcatheter hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31634751) and could not be pushed into the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched new devices to complete the procedure. There was no patient injury reported. Additional event information received on 08-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. Flushing was used during the procedure. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.